Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported additional occlusion alarms occurred while the customer was disconnected from the pump. Reportedly, the customer reverted to manual injections for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 300's-400's mg/dl and manual injections were administered to address the bg levels. Supply changes were performed to address the occlusion alarms and additional occlusion alarms continued to occur. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. After changing all pump supplies during the system check, the customer successfully resumed insulin deliveries via the pump.